Manufacturer narrative:
The hill-rom technician found that when the brakes were activated the casters would still swivel but the wheels held. The casters were worn. He replaced the casters and the brakes functioned properly.

Event description:
During a pm it was noticed the brakes would lock but casters would ratchet.